Manufacturer narrative:
Upon receipt, the device was connected to a pulse generator tester and the device was found in a unipolar configuration. The right ventricular (rv) pacing rate had been programmed at 855 ms (70.2 bpm). As received, the device was pacing at the programmed lower rate limit (lrl). Photographic images provided by the local representative confirmed that the device was pacing at 30 ppm when the programmed lrl was 70 ppm. The device was successfully interrogated and a message was noted that the automatic safety switch had occurred and the device was pacing in unipolar lead configuration. Interrogation confirmed that the device was in ddd mode with a lower rate limit of 70ppm. Intrinsic amplitude testing was performed. The settings for the test were ddd mode, 30ppm and av delay of 300ms. Following testing the device was pacing at 70.2 ppm. Attempts to recreate the issue identified in the clinical setting were unsuccessful. The device was put through and passed the returned products test. This involved a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Boston scientific has conducted an investigation into this behavior and concluded that there is a possibility that an issue can occur with the synchronization between the programmer and pg if a poor telemetry link occurs during an in-clinic commanded intrinsic amplitude or lead impedance test and the user holds the test button for several seconds rather than just pressing it once. This can cause the test to appear to end but the device actually continues to execute a second commanded test with no indication of an ongoing test on the programmer screen. This second test can be ended by pressing the divert therapy button on the programmer, or by ending the telemetry session. Otherwise, the device will return to normal settings once the test ends..

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled elective device replacement. The replacement device was attached and the lower rate limit (lrl) had been programmed to 70 bpm. The local representative went to perform intrinsic p-wave amplitude testing with temporary test parameters at 30 ppm in ddd mode (as the patient was pacemaker dependent). When p-wave measurements could not be obtained, the device was reprogrammed to 70 ppm. The local representative reported a non-sustained message on the programmer screen and identified ddd mode at 70 ppm; however, the device paced at 30 ppm. Ts confirmed that the chronic right ventricular (rv) lead was connected to the device and that the device had been taken out of storage mode. Rate hysteresis was not programmed on and the temporary bradycardia parameters were not in use. The device was disconnected and a competitor device was connected with no issues identified. Ts discussed the possibility of an radio frequency (rf) telemetry issue as the ep laboratory had experience rf issues in the past. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.